Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7082041, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7082223, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 33778734, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing persistent pain and hypersensitivity at the implantable pulse generator (ipg) and anchor sites. The patient was administered with pain medications which did not provide relief, and the patient was then put on tizanidine as a muscle relaxant.